Manufacturer narrative:
(B)(4). Concomitant medical product: attune crs femoral lt sz 4 cem ()150440104) (h51957). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep venous thrombosis. Event is not serious and is considered moderate. Event is definitely not related to device and there is a remote possibility it is related to procedure. Date of implantation: (B)(6) 2018. Date of event (onset): unknown ((B)(6) 2019) (left knee). Treatment: injected medication and oral medication.